Manufacturer narrative:
There was no patient injury, however the catheter broke near the oval disk which required surgical intervention under hemodynamic monitoring. The lot number provided relates to a lot manufactured by bd. Bd reviewed the batch documentation and no discrepancies were found. According to the complaint form, no product is available for return to argon facilities. However, a photo of the catheter was provided which confirmed the user issue. Although the user issue was confirmed utilizing the photographs, a definitive root cause cannot be stated without the return of the device. There are many potential causes for catheter damage which could lead to breakage. The if includes several guidelines to mitigate the occurrence of breakage. Catheters are 100 inspected at various stages during the manufacturing process. A pressure test is performed on all catheters during manufacturing to ensure the catheters can withstand the pressures and forces when utilized within the instructions for use. A control pull test is also performed per the specifications to ensure catheter strength and integrity.

Event description:
Ar/125. Disruption of the PICC in newborns was noted three days after use. The break is located near the oval disk. X-ray was performed for the location of the catheter, it was identified in the inguinal region. The patient was transferred from hospital to perform the hemodynamic for withdrawal of the catheter because the hospital he was hospitalized did not have support for this procedure. The newborn is currently doing well but remains hospitalized awaiting cardiovascular surgery.